Manufacturer narrative:
Add'l info received from the user facility report not previously known when reported to MFR. Analysis found the motherboard not to be functioning correctly. The motherboard was replaced. This device was originally manufactured in our racine facility in 5/04.